Event description:
Pt was status post fall from horse, sustained a close head injury. A ventriculostomy catheter and camino monitoring system were inserted into the pt's brain on (B)(6) 2013. Upon removal on (B)(6) 2013, the bolt was removed with the fiberoptic catheter intact. However a portion of the ventricular catheter remained in the pt's brain. This required a right frontal burr hole and subsequent retrieval of the retained ventricular catheter. Dates of use: (B)(6) 2013.